Event description:
The hub on the fx minirail was found to be cracked during preparation. However, the device was used, but did not hold pressure. Reportedly, there was no pt injury. No other info was available. This event is being filed based on the investigation of the returned fx minirail, which revealed that the integrated wire was separated.